Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) #4 and set up joint (suj) #4, and the system was tested and verified as ready for use. Isi did not receive a da vinci product to perform failure analysis. A review of the site's system logs was performed, and the investigation revealed the following possible related errors: - aurora link error reported by universal motion controller (umc2), check downstream link to suj4 axes controller setup (acu4), port: 2 (aurora comm cyclic redundancy check (crc) error, error count:4) - aurora communication link error reported by acu on armnet4 in suj proximal (xi) or acj (x) (upstream comm. Link to umc). - motor axis message (maxm) is late or missing on arm 4, from xi: axes controller arm (aca) (usm) / x: axes controller, motor (acm) (usm) - universal energy controller (uce4) on umc2 received an inconsistent maxm count on aca - maxm received with sequence number inconsistent with previous message on arm 4, xi: aca (usm) / x: acm (usm).

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy procedure, requiring conversion to a laparoscopic approach and placement of an additional port. An intuitive surgical inc. (Isi) technical service engineer (tse) was consulted and verified the errors, which indicated a communication issue between the downstream universal motion controller (umc2) and axes controller setup (acu) for universal surgical manipulator (usm) #4. As a result, the patient side cart (psc) became unresponsive except for the ability to perform a system power cycle. A power cycle was performed, but the error occurred again. The psc was undocked from the patient and switched to manual mode due to continued unresponsiveness. A final power cycle attempt resulted in additional errors, indicating a fault with usm #4. The procedure was converted to a laparoscopic approach, and an additional port was placed. The procedure was completed without further complications.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: d9, g3, g6, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) did not receive universal surgical manipulator (usm) #4, but did receive the proximal set up joint (suj) for failure analysis evaluation. A review of the system logs confirmed the customer reported problem. The proximal suj was installed onto a test system where errors were observed on startup, replicating the reported event. Further testing of the proximal suj on the test platform revealed that missing nodes. Testing of the fiber optic cable identified it as the source of the fault. After testing, a visual inspection found no additional faults related to the reported event.